Event description:
It was reported that a speaker malfunction occurred and the speaker emits no sound. It was unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
No diagnostic/functional testing was performed, the customer biomed was requesting parts replacement. Replacement parts were ordered and shipped to the customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016 so no UDI required.